Manufacturer narrative:
Retainer ring black. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected insulin flow blocked during testing or in the insulin pump history of the event date. Thump and care link software was utilized and downloaded trace/history files properly. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing. The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Device received with serial number label peeling, pillowing keypad overlay and cracked select button keypad overlay during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2021. Blood glucose reading was 60 mg/dl at time of hospitalization. Customer current blood glucose was 120 mg/dl. Customer was treated with food for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at time of low blood glucose event. Customer had a symptoms like shaking, anxious, headache and sweat which leads to hospitalization. Customer was treated with intravenous drip in hospital for low blood glucose. Customer also reported that insulin pump had a insulin flow block alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black patient hospitalized due to low bg and insulin flow blocked alarm on (B)(6) 2021. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. No unexpected insulin flow blocked during testing or in the pump history of the event date. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review in the pump history found no insulin flow blocked alarm on event date (B)(6) 2021. However, on (B)(6) 2021, found multiple insulin flow blocked alarm in the pump history at 13:06:00 during bolus delivery, 13:07:00 during basal delivery, 13:35:00 during basal delivery, 13:43:00 during basal delivery and 13:45:00 during basal delivery. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.0 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with serial number label peeling, pillowing keypad overlay and cracked select button keypad overlay during visual inspection. Unable to confirm customer allegations of low bg. Tested ok. Customer alleged for insulin flow blocked alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.